Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced severe hypoglycemic episodes. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.